Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a obstruction was suspected in the patient's pump as the patient experienced more than 30 low flow alarms on (B)(6) 2022. An echocardiogram (echo) and a computerized tomography (CT) scan were performed but were inconclusive. There were no changes to the patient's condition or anticoagulation status that could have contributed to the obstruction. The patient was hospitalized in the coronary care unit (ccu) on (B)(6) 2022 and was registered for a heart transplant. Log file analysis captured low flow alarms with associated high pulsatility index (pi) readings that continued even after increasing the pump speed from 5300 rpm to 6000 rpm and then to 6200 rpm. The patient was successfully transplanted on (B)(6) 2022.

Event description:
It was revealed after transplant that there was the obstruction of the inflow cannula was not caused by a thrombus, but by muscular hypertrophy around the inflow cannula.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed no evidence of obstruction of the inflow cannula that would have resulted in the reported low flow alarms. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The low flow events were confirmed in the analysis of the submitted log files. A specific cause for the suspected thrombus and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this investigation. (B)(6) was returned with the pump cable severed approximately 6.5¿ from the pump header, and the distal portion was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was properly engaged with the cuff lock. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The controller event log files captured transient low flow fault flags resulting in 28 low flow hazard alarms on (B)(6) 2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.